Event description:
It was reported that shaft break occurred. The target lesion was located in the mid right coronary artery. A 2.75mm x 12mm quantum maverick balloon catheter was selected for use. However, during introduction, the delivery shaft was fractured in two pieces. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 31.4cm distal of the strain relief. The balloon was tightly folded. The balloon protector and product mandrel were in place. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid right coronary artery. A 2.75mm x 12mm quantum maverick balloon catheter was selected for use. However, during introduction, the delivery shaft was fractured in two pieces. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.